Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Device disposed.

Event description:
As reported: "surgeon called me to tell me an t2 alpha advanced locking screw had backed out"